Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 135 mg/dl. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.